Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed to open. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 had failed to open. A field service engineer (fse) addressed an issue where tower door 4 would not recover. The fse replaced the latch with a new-style latch to resolve the issue. After the replacement, the system was tested using both the hardware test application and the dispensing application, and all tests passed successfully. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.